Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat typical flutter and paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was inserted over the boston scientific starter wire, and then the dilator and wire were removed from the body. The air leak was observed when the farawave catheter was about to be inserted into the sheath and the sheath was in the left atrium, when the first exchange was attempted. Efforts were made to withdraw liquid from the sheath and flush the sheath without resolution. Additionally, the leak originated from the valve at the back of the sheath and appeared to be a slow but steady drip. Excessive bubbles were noted in the sheath shaft and in the aspiration syringe. No air was seen in the patient and no damage was noted in the leur. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during an ablation procedure to treat typical flutter and paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was inserted over the boston scientific starter wire, and then the dilator and wire were removed from the body. The air leak was observed when the farawave catheter was about to be inserted into the sheath and the sheath was in the left atrium, when the first exchange was attempted. Efforts were made to withdraw liquid from the sheath and flush the sheath without resolution. Additionally, the leak originated from the valve at the back of the sheath and appeared to be a slow but steady drip. Excessive bubbles were noted in the sheath shaft and in the aspiration syringe. No air was seen in the patient and no damage was noted in the leur. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis.